Event description:
On 2016-03-22, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving dilaudid 10mg/ml at 4.995 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient was diagnosed via magnetic resonance imaging (MRI) with a granuloma. The cause was thought to be the dilaudid in the patient's pump. The size of the granuloma was reduced once the dilaudid was removed and replaced with saline. The issue was resolved. The patient no longer needed the pump, so the pump was being programmed off on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.